Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: this phenomenon was newly confirmed during inspection at the repair department. Olympus could not identify why the foreign material remained from the information became available in this complaint should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a residue and foreign material come out of the forceps channel. There was no patient involvement.